Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. It was reported that the audio bolus button was over/under responsive. It was noted that the audio bolus button cover was peeling/missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings:visual inspection revealed that the audio bolus button cover was detached/missing. There was no cartridge cap or battery cap returned with the pump. A test battery cap was use to complete the investigation.